Manufacturer narrative:
Customer states product could not be decontaminated to send back

Event description:
The customer reported that an acetabular reconstruction was being performed. The scrub tech at the user facility cut the tubing of the device, ¿in order to run saline into the tubing from a sterile bowl¿ to use a aqueous chlorhexidine wash. The scrub nurse depressed the trigger and a dark fluid leaked from the handpiece. The device was not used in the sterile field. The procedure was completed using a replacement device.